Event description:
This report is being filed retrospectively per the FDA's request. Per the surgeon, the pt reported that he caught his ring on the flange fixture with abutment in late 2004 and pulled it out while attempting to free the ring. The surgeon reported nothing unusual happened in surgery and that it went "very well." The flange fixture and abutment were analyzed and found to be within specifications.

Manufacturer narrative:
This is a final report. Labeling: the type of event is addressed in the device labeling.